Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a dissection of the right coronary artery occurred. The patient was taken to surgery for repair of the right coronary artery as well as for an aortic stenosis and was reported to be doing fine. This report was received from an international source via a distributor. Subsequent attempts to acquire further information have been unsuccessful.